Event description:
It was reported that the high voltage lead impedance decreased when the patient received therapy for vt. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.